Event description:
It was reported that the bd maxplus needleless connector was leaking. The following information was provided by the initial reporter: leaking clave connector when used.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No mp1000c-0006 sample was available for investigation. The customer reported that the affected sample was from lot: 24025820 and that "leaking clave connector when used." No further information or photographs of the affected product were available; therefore, it was not possible to conclusively link this feedback to a specific failure mode. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the production records for lot: 24025820 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definitive root cause for the customer's experience, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000c-0006 product in the past 12 months.